Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was implanting an everflex entrust for treatment. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent. There was no resistance encountered while advancing the device. It was reported after half the stent was deployed in the vessel, the deployment wire broke. The handle was dismantled and the remaining stent was deployed as per instructions when the handle is opened. No patient injury.